Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during basal delivery. Customer's blood glucose (bg) level was over 500 mg/dl. A manual injection was administered to address bg. Reportedly, customer used apidra insulin and tandem's technical support (cts) educated customer on cartridge/insulin labeling. As the supplies were changed prior to the call, tandem technical support was unable to perform troubleshooting.